Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic common bile duct exploration, when the clip had not been applied, the clip was separated from the cartridge clip and was immediately removed. A new device was used to resolve the issue and complete the case and the operation continued without affecting the patient.